Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had blank display due to corrosion on electronics. The insulin pump was unable to verify off no power alarm, failed battery test alarm, battery out limit alarm, weak battery alarm, low battery alarm due to blank display. The insulin pump was received with broken battery cap, minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a low battery alert. The blood glucose reading is unknown. Nothing further reported.